Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the procedure, the spline initially closed more loosely than usual, and as the case progressed, it could no longer be closed from its basket configuration. Upon removal, the spline remained open, requiring force to extract it from the sheath while it was not fully closed. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during the procedure, the spline initially closed more loosely than usual, and as the case progressed, it could no longer be closed from its basket configuration. Upon removal, the spline remained open, requiring force to extract it from the sheath while it was not fully closed. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that as the procedure progressed, the spline could no longer be closed from its basket shape, and the catheter was forcefully pulled out through the sheath while the spline was not closed, as reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected and no abnormalities were found. A known good guidewire was inserted, and the catheter was successfully deployed to all states without resistance. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the thing risk documentation was completed and confirmed that the event of difficulty withdrawing the catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected as there was no problem identified with the returned device.